Manufacturer narrative:
Manufacturer's investigation conclusions: review of the submitted log files confirmed a slight decrease in estimated flow; however, a specific cause could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. The beginning of the log file contained events associated with the initialization of the controller due to implant. The log file showed estimated flow operating between 3 and 4.5 lpm on (B)(6) 2019 from 7:51:09 pm through 8:17:31 pm. At 8:25:15 pm, estimated flow dropped to 2.4 lpm, triggering low flow alarms. The pump¿s speed was then increased to 7200 rpm, which caused estimated flow to increase to the range of 3.8 to 6 lpm. No atypical alarms were observed, and the pump speed operated at the set speed for the duration of the log file. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that approximately 50 minutes after the pump was started, the flow and the patient's blood pressure dropped rapidly. Reportedly, large speed increases were required to maintain a high enough flow. The flow later stabilized and there were no patient consequences. Technical services reviewed the log files and confirmed that the equipment appeared to be operating as intended.